Event description:
Implanted in 2004. Pt experienced swelling and difficulty swallowing 5 days after surgery. Dr. Thought it was a hematoma and re-operated and found large amounts of soft tissue edema.